Event description:
In 2004 the pt's family member called lfs on her behalf alleging that her one touch ultra meter was set to the wrong unit of measurement. The senior med affairs specialist mailed a letter since the pt could not be reached. The pt's family member had reported that they had to contact 911 between 10:30 pm and 11 pm because the pt had been shaky and experiencing extreme thirst. A result of 28.1 mmol/l obtained on the reported meter was believed to be 281 mg/dl. Her family member had given her oral medication for anxiety. At the ER, she was administered insulin and a cat scan detecting for a possible stroke. The pt did not allege harm. There is insufficient information to suggest that the pt experienced injury or medical intervention due to the meter. The customer serivce rep discovered that the meter was not previously set in the correct unit of measurement. The csr confirmed that the second to last letter of the meter serial number was "f", which would indicate that the meter contained the revised software.